Event description:
It was reported, the pt has not charged her ipg in over six months. The ipg is no longer able to communicate with the charger. The next course of action has not been determined.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.